Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturing representative (rep) and it was reported that the clinic said the patient just wasn¿t getting the relief from the spinal cord stimulation that they wanted so they opted to have it removed.

Manufacturer narrative:
Continuation of concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2020, product type: lead; product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2020, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a manufacturer representative (rep). It was reported that the patient didn't feel that their therapy was effective. The rep had found record of 5 different patient meetings with a manufacturer representative for adjustments in attempt to resolve the issue. The patient's ins and leads were explanted on (B)(6) 2020 and discarded by the customer. The devices would not be replaced in the future. The issue resolved.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2018, product type: lead. Product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2018, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 17-apr-2021, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(4), ubd: 17-apr-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. The patient reported that the therapy had never worked since implant. The patient reported that her healthcare provider (hcp) told her that the leads moved a little bit since implant. The patient reported that stimulation had been off for months. The patient reported that she had an MRI done on (B)(6) 2019 and they couldn¿t even see the lead wires. The patient noted that the trial worked great for her. No further complications were reported.